Manufacturer narrative:
No motor error alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer was able to successfully clear the alarm also able to complete pump rewind. Customer stated the drive support cap appears normal. Customer stated in the alarm history insulin pump had motor position encoder error alarm also more than one motor error alarm within a 30-day period. The insulin pump will be returned for analysis.